Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted impedance was low and there was no sensing and no capture on the left ventricular lead. Left ventricular lead dislodgement out of the coronary sinus and into the atrium was confirmed. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal, no anomalies were noted. The reported events were low impedance, loss of sensing, loss of capture, and dislodgment. A complete lead was returned in one piece. The reported event of low impedance, loss of sensing, and loss of capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. S-cure hump height measurement within specification. Visual inspection of the lead found no anomalies.